Event description:
It was reported that during a pfa procedure the farawave catheter was selected for use, inside left atrium the wire became stuck inside catheter. No more information available. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.